Event description:
It was reported that during a right ventricular autocapture test with unipolar pacing and bipolar backup pulse, the backup pulse at 4.5 v failed to capture. The right ventricular lead was tested in the bipolar configuration, and exhibited loss of capture at 5.0 v at 0.6 ms. In the unipolar configuration, the pacing threshold was 1.0 v at 0.5 ms. Autocapture was reprogrammed to unipolar pace with unipolar backup pulse, and the patient would be monitored.